Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a blood product at a lower rate or volume than programmed during patient therapy (programmed amount and delivery rate unknown). The nurse set up a transfusion with baxter tubing (y blood set - lot number, catalog number unknown) and pump and after it was hanging for 45 minutes observed that the IV container was not dripping and called for troubleshooting assistance. By the time the nurse supervisor got to the room, the infusion was started. The customer suggested that the blood container was not fully spiked. Baxter has communicated with the customer that when using a new set, it is required to make sure that the container is spiked deep enough and when the pump prompts to check for drops from the container that this should be verified before selecting yes. The patient did receive the blood in the allotted time and there were no patient injuries or medical interventions reported.